Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to control her blood glucose level and reverted to taking shots. Customer's blood glucose level was 500 mg/dl. The customer's blood glucose level was not being sent to the insulin pump. The customer treated her blood glucose level. Her meter readings were not matching with the auto transfer number. The customer was advised that the device would be replaced and agreed to return the product for analysis.